Event description:
It was reported the patient's lead broke on the left side. The patient was "almost 100% sure this occurred." It was reported the lead break had occurred "a few years ago when he was walking." The patient knew the lead broke because he experienced shocking. It was noted the patient's right side was the only side working. The patient was reprogrammed about a year ago so that it was working "somewhat" on both sides. The patient had an appointment scheduled for (B)(6) 2012. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received indicated that an x-ray showed lead migration, and the lead was not replaced. The patient was not receiving effective stimulation and an appointment had been rescheduled.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).